Event description:
Procedure type: hernia. According to the rptr: pt had mesh implanted for a yr then it started oozing at the umbilical area and bowel was attached to the mesh. The pt experienced seroma/hematoma/wound infection. Mesh was removed a yr after being implanted. The pt returned to the operating room for wound drainage and debridement on (B)(6) 2012. On (B)(6) 2013, an excision of mesh was performed with a permacol repair.

Manufacturer narrative:
(B)(4).